Event description:
Head of bed not functioning.

Manufacturer narrative:
Technician found hydraulic valve sticking. Technician exercised valves and problems freed up. Controls checked ok. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.